Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. However, the complainant reported that the device was not expired. The complainant indicated that the device has been disposed of and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hot axios stent was implanted in a transgastric position in the upper cardia of the stomach to treat a 9cm pancreatic pseudocyst during an endoscopic ultrasound procedure performed on (B)(6) 2017. Reportedly, there were no complications during the initial placement. On (B)(6) 2017, the patient underwent a per protocol stent removal post-resolution of the patient's pseudocyst. The complainant reported that the stent was successfully removed using rat tooth forceps; however, upon reexamination of the stent site, it was note that the patient was bleeding heavily. The source of the bleed was determined to be a gastric artery that had been "nicked" upon removal. The patient was sent to interventional radiology, where the bleed was successfully treated by placing an embolization coil. There were no further patient complications reported as a result of this event.